Event description:
A ventilator was returned to a third party service center for eval. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at a third party service center, the device's oxygen tubing was found to be disconnected, causing the tidal volume delivery to be incorrect. The device's oxygen tubing was reconnected to address this issue.